Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patients receiving intrathecal therapy. It was reported that people had died from the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there were a lot of people going through being sick more than half the time and could not even go to an emergency room (ER) and get "whatever they use when you are dehydrated." There were no further complications reported at this time.